Manufacturer narrative:
Concomitant medical products: product ID 37612 lot# serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in a facility and the facility noticed about 2 weeks ago that something was "off". The managing healthcare provider that the facility thought something may be wrong with the recharger. The manufacturer representative connected with the patient and it was determined that the recharger was showing the "reposition antenna" screen. When the rep met with patient both the tablet and patient programmer will not connect to either implanted neurostimulator (ins). Patient has been in the facility since (B)(6) 2021 so potentially the inss haven't been charged appropriately since then. Technical services (tss) had caller access recharger stats (patient only uses one recharger for both inss) and the last recharge session was dated 02-dec-2021. Tss reviewed that both inss are likely discharged and to proceed as such. Tss walked caller through initiating physician recharge mode (prm) for one ins. Tss reviewed the same process will be needed for the other ins. The manufacturer representative later confirmed that the recommended troubleshooting completed resolved the event.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6) implanted: (B)(6) 2015, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.